Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a perforator (ID (B)(6)) failed to disengage causing rupture of the dura matter. The procedure was completed with a replacement product available. No additional information has been provided after several attempts.

Manufacturer narrative:
The perforator was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure analysis - visual inspection with unaided eye: the tested unit was mildly soiled functional test - spring: unit successfully passed the spring test and functioned as designed. Functional test: unit successfully drilled 5 holes and functioned as designed complaint could not be verified. Unit passed all functional tests. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a.